Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "close door error" caused by the door hooks being out of adjustment and making the door difficult to secure. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a close door error. It was also reported that there was no patient injury.